Event description:
The account alleged the alarm keeps going off but after troubleshooting the tech found the cause is not the alarm going off but when trying to set the bed, it is keeping because they cannot set the bed exit. No pt impact.

Manufacturer narrative:
The tech found the account is zeroing out the scale while a pt is in the bed. The scale was zeroed out while the bed was empty and now the bed exit will set. The tech stated that this account has had an issue with zeroing the scale with the pt in the bed and they have in serviced the account many times.